Event description:
The customer alleged that she was unable to obtain any blood glucose readings using her breeze2 meter. She alleged that the stress of not being able to test caused her blood glucose to drop too low. She stated that she was confused and not feeling well, so her daughter took her to a fire station. At the station, her blood glucose was tested at 33 mg/dl. The customer was then taken to the hospital and treated with i.v. Glucose. While troubleshooting, the customer was able to obtain a blood glucose reading. No product will be returned for evaluation.